Event description:
Medtronic received information that the patient, implanted with a toronto stentless porcine valve (st. Jude medical), developed recurrent strep endocarditis, which was treated and resolved. Since that time the patient has developed worsening congestive heart failure with significant aortic regurgitation. Subsequently, the patient underwent an aortic valve replacement procedure using a medtronic freestyle bioprosthetic valve. During the suturing of this valve, after scallops had been cut into all three sinuses, it was noticed that one of the valve leaflets had been damaged. Subsequently, the sutures were divided and the valve was removed. Additionally, the surgeon noted that the 19mm valve had difficulty adapting to the contours of the adjoining graft. The surgeon decided to upsize to a 21 mm freestyle valve, which was implanted with no adverse patient effects. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).